Event description:
Customer reported an issue involving an unresponsive touchscreen. There was no adverse impact to the customer¿s blood glucose level. She declined a callback from technical support, and no additional information was received regarding corrective actions taken.